Event description:
The customer reported that the system would not boot up prior to the cases. No pt involvement/injury was reported.

Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use.